Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, a single wire type 1 fracture of the anterior tine without any distortion of the prestent or motion was identified via fluoroscopy at the 6 month follow-up visit.

Manufacturer narrative:
Corrected h.6 component code and investigation conclusions. Added h.6 type of investigation and investigation findings. The device was not returned as it remains implanted in the patient. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the event. A lot history review was performed and revealed one other complaint for strut fracture from the same lot. During manufacturing of the alterra prestent, the prestent and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided and a review of the 6 month chest x-ray confirmed two fractures of the alterra prestent at the inflow, proximal to the apices. The IFU and procedural training manual were reviewed. If a prestent fracture is detected with significant loss in valve functionality, reintervention should be considered. Long-term durability has not been established for the prestent. Medical follow-up is advised so that device related complications can be diagnosed and properly managed. Landing zone assessment should be performed to assess perimeters along the length of the rvot. Determine ideal location of the distal and proximal shoulders. Ensure the ideal landing zone is within sizing parameters: perimeter: 84.9 mm - 119.3 mm and perimeter derived diameters: 27 mm - 38 mm. Identify existing structures within rvot and landing zone (i.e. Leaflet remnants, anatomical structures, calcium). Inflow is critical for prestent sealing. Ensure fabric covered portion of prestent does not cover pulmonary branches. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance or IFU deficiencies were identified during evaluation, and the occurrence rates did not exceed the trigger for additional review, a product risk assessment is not required. However, per management discretion, a product risk assessment (pra) has been initiated to assess the risks associated with the failure. The strut fracture was confirmed through the provided imagery. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in technical summary written by edwards lifesciences. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. The technical summary documented a review of available CT scans / imagery for patients with a fractured stent. As seen in the provided imagery, upon review of the 6-month chest x-ray, two fractures were found the alterra prestent inflow (proximal) apices on rung 1. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summary's imagery review also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Additionally, the technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors may have contributed to the reported event.

Manufacturer narrative:
Updated a.2, a.3, and b.7 based on medical records received. Corrected h.6 health effect - clinical signs and symptoms or conditions. Medical records were received for evaluation. During the 6 month visit, the patient reported significant improvement of their palpitations and improvement of respiratory symptoms. They report great exercise tolerance and takes stairs now. There was no pulmonary valve stenosis and trivial pulmonary valve regurgitation.